Event description:
Received report while using their smartdrive mx2+ by the poolside at their home, the end-user reports having attempted to stop the device via a tapping motion of the e2 tic watch and the drive unit failed to disengage drive, reportedly forcing the end-user to maneuver the wheelchair into the pool. No injuries were reported to have been sustained during the event.

Manufacturer narrative:
Dealer received report from end-user's mother claiming while the end-user was out on the pool deck, using the sd unit, they allegedly attempted to stop the unit via a double tap of the e2 smart watch, and the sd unit failed to respond. This reportedly caused the end-user to drive the wheelchair into the pool. No injuries were reported to have occurred as a result. Dealer reports having attempted to dry the smartdrive device out, but it was no longer functional. Dealer stated they paired the user's e2 tic watch to another smartdrive device in their shop and were able to start and stop the device normally via tapping motions with no hesitation or malfunction of the device. The end-user informed the dealer that they had no recollection if the mx2 app was in focus when the event occurred, and afterwards didn't think to look at the watch as they had removed it after being in the pool. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. As end-user had no recollection if the app was in focus, the suspect control device (e2 tic watch) reported to be fully operational with a different smartdrive unit, and the original smartdrive being inoperable due to having been submerged in water, permobil is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.